Event description:
It was reported that the pt fractured her c1 and c2 vertebrae in 2008. She underwent surgery 8 days later. Prior to surgery, the pt was given the option of wearing a halo for 6 months, or surgery with the use of rhbmp-2/acs. The pt was reportedly assured by her physician that, "although the rhbmp-2 is not FDA approved, it's used all the time with minimal risk." The pt opted for surgery with fusion from c1-c4. Shortly after surgery, the pt developed complications for breathing, swallowing, speaking, and swelling of the neck and throat. The pt was placed on a respirator, an ng tube (that punctured a lung), a g-tube, and ultimately had a tracheotomy so that she could breath. A second surgery was required due to complications that were not resolved from the first surgery. Currently, the pt had breathing, swallowing, speaking and general weakness problems.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.